Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a lower than expected bolus for the amount of carbohydrates entered into the pump. During troubleshooting with tandem technical support it was determined the customer accidentally switched their carbohydrate ratio and correction factor when programming their pump. Customer corrected the pump settings. Customer's blood glucose level was 206 mg/dl.